Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of could not deliver a bolus. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone15.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported the bolus option will not work as it is grayed out. The patient did not provide their blood glucose level, but stated they were high. The patient tried manual mode, closing the app and turning it back on with no success. The patient later called back to report that they changed the pod, and while trying to obtain additional information the patient ended the call. There were no further details provided.